Manufacturer narrative:
The device has not yet been returned for evaluation, therefore no conclusions can be drawn at this time. Should the device return, a supplemental report will be submitted once evaluation is complete.

Event description:
Medtronic received information that as the physician was advancing the apollo to the avm the tip prematurely detached and was left in the patient. There were no symptoms associated to this reported event. The patient was undergoing avm embolization treatment. The vessel tortuosity was moderate and the access vessel is the aca with diameter of 3mm. The apollo catheter and accessory devices were prepared as directed in the IFU. The catheter was flushed as directed. As the physician was advancing the apollo catheter to the avm the tip prematurely detached. The tip detachment occurred as the physician was trying to get to the appropriate feeder of the avm. No liquid embolic solution was injected. Additionally, there was no vasospasm and the catheter was not stuck inside the guide catheter. 1.5cm of the apollo tip remains in the distal right mca. There was no intervention required and no patient symptoms as a result of the detachment. The procedure was stopped after the detachment because the patient was to scheduled to undergo an avm resection later that day. The patient is currently stable and recovering from the resection.

Manufacturer narrative:
Device evaluation: the apollo micro catheter was returned for analysis and the clinical observation was confirmed. The 1.5cm detachable tip was found to be detached from the micro catheter. The detached tip was not returned for analysis as it remains within the distal right mca of the patient. Inspection of the remainder of the catheter, apart from the detached tip, revealed no other damage or irregularities. The cause of the detachment was likely due to the use of an incompatible guidewire. The guidewire (non-medtronic) used in the procedure has a proximal od (outer diameter) of 0.014¿ and distal od of .012¿ which is incompatible for use with the apollo micro catheter. There was no evidence of manufacturing defects that relates to the complaint. All products are 100% inspected for damage and irregularities during manufacturing. Per the apollo onyx delivery micro catheter IFU (instructions for use): ¿the apollo is not compatible with nonhydrophilically coated guidewires or guidewires greater than 0.010¿ in diameter (the silverspeed .010 and the mirage .008 have been qualified for use with the apollo).¿ a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.